Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The stimulation sensation that the patient felt was shocking. He sat down after eating and felt a shock in his groin area and its happened 3 times. The shocking was related to positional movements which was intermittently when sitting down sometimes. During troubleshooting, the patient had intermittent poor communication. It was noted that the tape was still on site. Caller was able to connect and was on program 1 at 4.0 volts. They recently turned stimulation up from 3.0 volts. Patient's wife got on the line to help and was able to connect and decrease stimulation right away. Event date was on (B)(6) 2016.

Event description:
Additional information received as patient reported that patient reported when they were drying himself off after the shower and they had two separate shocks that started back in their buttocks at the ins and went through to the groin that made them double over in pain "that was number 3", patient stated "number 4" happened about 10 seconds later and they were extremely weak and out of breath, could not believe the voltage of the charges that went through him. Patient had 2 previous experienced but they have been very mild, but the recent ones were extremely powerful. Patient reports these two jolts almost knocked him to their knees, they had built houses and on a "110 circuit". They had not been shocked as they were with the interstim. Patient reported their amplitude was dialed to 7.5 and their wife had increased about once a month because someone told them that they could go up to 10 before and they saw good results. It was discussed potential reasons why patient could experience shocks as the patient was wondering why this happened. It was recommended that the patient significantly decrease amplitude or turn therapy off. Patient would like to turn it off. Patient confirmed that they were able to turn therapy off. Patient stated that they would call managing hcp about this and patient would like to pursue getting the interstim removed because they could live with the peeing problem but not with shocking. Patient stated that they had an upcoming appointment and will also ask the doctor to schedule a removal. Patient also asked if they could go airport security with the interstim turned off and it was confirmed that patient could go through security screen devices and medical detectors with the therapy turned off. Patient reported today that their doctor told them that the interstim might not help him a great deal because they slept with a c-pap machine and patient stated that it had not. Patient was not happy with it, they peed every hour and 15 minutes to every hour and 30 minutes. Patient was not getting much results "15 minutes at the most".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that patient reported when they were drying himself off after the shower and they had two separate shocks that started back in their buttocks at the ins and went through to the groin that made them double over in pain "that was number 3", patient stated "number 4" happened about 10 seconds later and they were extremely weak and out of breath, could not believe the voltage of the charges that went through him. Patient had 2 previous experienced but they have been very mild, but the recent ones were extremely powerful. Patient reports these two jolts almost knocked him to their knees, they had built houses and on a "110 circuit". They had not been shocked as they were with the interstim. Patient reported their amplitude was dialed to 7.5 and their wife had increased about once a month because someone told them that they could go up to 10 before and they saw good results. It was discussed potential reasons why patient could experience shocks as the patient was wondering why this happened. It was recommended that the patient significantly decrease amplitude or turn therapy off. Patient would like to turn it off. Patient confirmed that they were able to turn therapy off. Patient stated that they would call managing hcp about this and patient would like to pursue getting the interstim removed because they could live with the peeing problem but not with shocking. Patient stated that they had an upcoming appointment and will also ask the doctor to schedule a removal. Patient also asked if they could go airport security with the interstim turned off and it was confirmed that patient could go through security screen devices and medical detectors with the therapy turned off. Patient reported today that their doctor told them that the interstim might not help him a great deal because they slept with a c-pap machine and patient stated that it had not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.